Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the suture was fractured and the band could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device; however, the slack was not pulled from the handle unit which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.